Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The evaluation was able to confirm the system error 322 alarm through review of the device event history log. The alarm could not be reproduced and a cause could not be identified. The pump was tested with passing results. Baxter has initiated an approved remedial action; however, this device has a version of software that does not have an approved software update. The device was found to be operating mechanically as designed and no action will be taken at this time. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump displayed system error 322 in the biomed shop. It was also reported there was no patient involvement.